Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area") in a (B)(6) female patient who had essure (batch no. 627299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation. Previously administered products included for contraception: mirena in 2009. Concurrent conditions included obesity, uterine bleeding, menometrorrhagia, iron deficiency anemia, taste metallic and night sweats. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 7 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal pain"), cystitis ("bladder infection: unspecified"), urinary tract infection ("urinary tract infection: unspecified"), vaginal infection ("vaginal infection: unspecified") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, the last episode of menorrhagia, depression, anxiety, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection, vaginal discharge and vaginal haemorrhage outcome was unknown and the migraine, headache and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Surgical pathology report: left and right fallopian tube, laparoscopic left salpingectomy: segment of fallopian tube with fimbria with no significant pathologic abnormalities. Uterus with cervix (142 g), total vaginal hysterectomy: uterine cervix with mild chronic inflammation. Corpus uteri with disordered proliferative endometrium, patchy adenomyosis and a subserosal leiomyoma (2.6 cm). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, menorrhagia, pelvic pain, weight gain, headaches, nausea, dysmenorrhea, fatigue." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received. The case is incident. The reporter information was added. This case concerns (B)(6) patient. Her demographic was updated. Her historical condition/medication and concurrent condition was added. Lab data was added. Essure insertion date and removal was updated. Essure indication was added. Essure lot number was added. Event: physical injury was updated to more specified events: abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal): unspecified; depression and mental anguish; migraines/headaches; nausea; nickel allergy; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain: pelvic area/abdominal; vaginal discharge; fatigue, vaginal discharge and weight gain. She had recovered from events: abdominal pain, migraine and headaches. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area") in a 36-year-old female patient who had essure (batch no. 627299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation. Previously administered products included for contraception: mirena in 2009. Concurrent conditions included obesity, uterine bleeding, menometrorrhagia, iron deficiency anemia, taste metallic and night sweats. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In january 2017, the patient experienced depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 7 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal pain"), cystitis ("bladder infection: unspecified"), urinary tract infection ("urinary tract infection: unspecified"), vaginal infection ("vaginal infection: unspecified") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, the last episode of menorrhagia, depression, anxiety, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection, vaginal discharge and vaginal haemorrhage outcome was unknown and the migraine, headache and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on 29-may-2009: total bilateral occlusion surgical pathology report: left and right fallopian tube, laparoscopic left salpingectomy: segment of fallopian tube with fimbria with no significant pathologic abnormalities. Uterus with cervix (142 g), total vaginal hysterectomy: uterine cervix with mild chronic inflammation. Corpus uteri with disordered proliferative endometrium, patchy adenomyosis and a subserosal leiomyoma (2.6 cm). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, menorrhagia, pelvic pain, weight gain, headaches, nausea, dysmenorrhea, fatigue." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a (B)(6) female patient who had essure (batch no. 627299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. * surgical pathology report: left and right fallopian tube, laparoscopic left salpingectomy: segment of fallopian tube with fimbria with no significant pathologic abnormalities. Uterus with cervix (142 g), total vaginal hysterectomy: uterine cervix with mild chronic inflammation. Corpus uteri with disordered proliferative endometrium, patchy adenomyosis and a subserosal leiomyoma (2.6 cm). Previously administered products included for contraception: mirena in 2009. Concurrent conditions included obesity, uterine bleeding, menometrorrhagia, iron deficiency anemia, taste metallic and night sweats. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain: abdominal pain"), cystitis ("bladder infection: unspecified"), urinary tract infection ("urinary tract infection: unspecified"), vaginal infection ("vaginal infection: unspecified") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, abdominal pain and vaginal haemorrhage had resolved and the menorrhagia, depression, anxiety, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, menorrhagia, pelvic pain, weight gain, headaches, nausea, dysmenorrhea, fatigue." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for pelvic pain, menorrhagia, vaginal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.